Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing diminished therapy and positional stimulation from her scs system. Additional info received identified the pt underwent surgical intervention to address the issue on (B)(6) 2014. During the surgery, the pt's physician determined the scs lead had invalid impedances. The lead was explanted and replaced.